Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We also received performance data collected from the device and have analyzed the data. Analysis found high battery impedance leading to eri. Eri due to high battery impedance logged on (B)(6) 2011 prior to explant. Ramware version 8 installed (B)(6) 2011.

Event description:
It was reported that the battery triggered elective replacement indicator and there was possible premature battery depletion. An episode of ventricular tachycardia was also noted. The device was explanted and replaced. There were no reported patient complications as a result of this event.